Event description:
Customer reported a hypoglycemic incident; his wife treated him with glucose and biscuits. Following this incident, customer tested 16.8 mmol/l and 6.0 mmol/l within 10 minutes on the mobile system. No further treatment was required. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.